Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial sensors and performed visual inspection on and found 2 of 3 sensors insertion needle bent inside sensor base.3rd needle is missing. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had a defective sensor and would like to send them back for analysis. The patient's blood glucose was at 108 mg/dl. The customer was sent a new sensor. No further information was provided.